Event description:
Caller alleged imprecision with the inratio meter. Result as follows: date: (B)(6) 2012, inratio: 0.9, repeat inratio: 5.1. Customer stated the blood may have been applied before the green light came on. Time between testing was five mins using different fingers. Time between testing was five mins using different fingers. Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Customer may have applied blood before the green light on the first test and used multiple drops on the second test. These technique issues may have contributed to unexpected inr results or errors in testing. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 0.9, 2nd inr: 5.1, mean: 3.0, sd: 2.97, %cv: 98.99. Since % cv is more than 20%, precision test failed the criteria for precision. More investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273311. Test results as follows: donor: (B)(6), inratio results: (2.4, 2.4, 2.1), reference: 2.04, bia threshold: (1.04 - 3.04), %cv: 7.53. Donor: (B)(6), (3.5, 3.7, 3.9), 3.88, (2.88 - 4.88), 5.41. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. (B)(4). As a result, testing has been reviewed. There has been five therapeutic donor sample tests (18 strips) performed. Test records indicated all strip test results met product performance when compared to the results from the in-vivo tests. No corrective action required at this time as no product deficiency was established.